Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 11-oct-2019 and inspection of the unit was performed on 17-oct where the quality control inspector found the following: operation channel- primary slice by accessory, bending rubber glue severe discoloration, distal cap - fixed type passed epoxy seal integrity inspection, distal tip annual maintenance, primary operation channel resistance, distal cap/ case cracked, passed wet leak test, customer complaint not stated, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, suction tube mild resistance. Addition inspection findings from 10-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, o-ring(0.5x1.3), distal case/cap. The video duodenoscope was approved by final qc on 21-jan-2020.